Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2o22, it was reported by a sales representative via phone that an ar-13995n scorpion-multifire needle had an issue, the tip broke off. During a shoulder rotator cuff repair procedure on (B)(6) 2022, when the surgeon was trying to pass the scorpion (part and lot number unknown) through some thicker tissue the tip of the needle broke off in the patient. They were not able to retrieve the piece, it was left inside the patient, and the surgeon deemed it safe to do so, took pictures, and also notified the patient. He then opened another ar-13995n scorpion-multifire needle (lot number unknown) and completed the case successfully with no further impact on the patient. The complaint device was discarded. The patient is fine to date.